Event description:
It was reported that after the patient had an magnetic resonance imaging (MRI), the device and leads were capped and replaced. No performance issue reported with the system and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The proximal conductor was distorted and outer insulation breached cut. The proximal segment of the lead was returned and analyzed. (B)(4) no anomalies found. The outer insulation was breached cut and apparent explant damage. The proximal segment of the lead was returned and analyzed. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The proximal conductor was distorte and outer insulation breached cut. The proximal segment of the lead was returned and analyzed. (B)(4) no anomalies found. The outer insulation was breached cut and apparent explant damage. The proximal segment of the lead was returned and analyzed. (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.